Event description:
As reported by end user a hosp in (B)(6), a PICC device was removed from a pt due to leakage below the hub. Pt condition is described as being "unaffected" by the event. The used catheter has been returned to navilyst medical for evaluation.

Manufacturer narrative:
The device history records of the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The angiodynamics (B)(6) 2015 complaint report was reviewed for the bioflo PICC product family and the failure mode of " oversleeve/extension tubing hole/ fractured. " no adverse trends were identified. Examination of the returned device confirmed there to be a hole in the extension tubing just below the oversleeve. The evaluation of the returned sample did not reveal any obvious molding non-conformances observed (e.g., pinched tubing) with the oversleeve molding into the extension tubing, however, this may have been a contributing factor. The tubing was sectioned just distal from the hole; a visual inspection of the cross-section did not show any abnormalities/thin spots. The extension tubing was measured and found to meet ID and od specifications. Although the root cause of this event cannot be definitively determined, potential contributing factors include the oversleeve molding process and/or handling damage during care and maintenance of the PICC device. The directions for use packaged with the PICC device include instructions for care and maintenance as well as precautions regarding exposure of the catheters to certain ointments and cleaning agents. Angiodynamics manufacturing process controls for the PICC contains a 100% in-process visual inspection that includes, but is not limited to visualizing for bent hub at tubing point, short shots, sink marks, flash, and splay. Additionally, various dimensional verifications and a tensile test of the extension tube to overmolded sleeve, based on an aql, are performed. A 100% in process visual inspection for molding defects and a guidewire insertion test to verify lumen patency is required. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak.

Manufacturer narrative:
Although the used device from this reported event has been returned for evaluation, the investigation is ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).